Event description:
During a trauma lefort I/ii/zmc procedure, the surgeon was implanting an l-plate in the maxilla and did not pre-drill any of the screw holes. While tightening a screw to the plate, the head of the screw broke off. The surgeon confirmed the screw head fragment was successfully suctioned. The screw shaft remains implanted. All other screws and the plate were implanted without incident. There was no delay to surgery time as a result of the screw breaking and the patient is reportedly recovering well.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.